Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the instrument allegedly broke off and fell into the patient. The broken piece was immediately retrieved during the same procedure. However, at this time it is unknown what caused the breakage.

Event description:
Received user facility medwatch mw5064611 'a undergoing a robotic assisted laparoscopic low anterior resection with takedown of colostomy for colon cancer using the bipolar da vinci xi robot. A piece of the instrument broke off during the procedure while the device was inside the pt. The broken piece inside the pt. Was immediately retrieved. No pt harm. Diagnosis or reason for use: rectal cancer.'